Event description:
A part of a laparoscopic trocar and sleeve device came out as a laparoscopy was being done. The sharpe-pointed trocar section slid into the pt's abdominal cavity. A grasper was used to extract the loose piece. No injury was noted. The threaded proximal end of the device had not been screwed on all the way. The device was checked and returned to service by the user facility.